Manufacturer narrative:
(B)(4).

Event description:
The customer reports: PICC was inserted on (B)(6) 2019. Patient came into hospital with (B)(6) and noro virus. During treatment on (B)(6), the catheter began leaking where the clear tubing meets the pink injection port. A new PICC was inserted.

Manufacturer narrative:
Qn# (B)(4). The customer returned one two-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material and the juncture hub contained a securement device. After the catheter failed functional testing, the distal extension line was microscopically examined. A small hole was detected at the junction of the lumen and luer hub. The total length of the catheter body measured to be 555 mm which is within specifications of 551.6-556.4 mm per product drawing. The length of the distal extension line, and the inner and outer diameter of the distal extension line were measured and all were found to be within specification. This indicates that the wall thickness measured as expected. The catheter was initially flushed using a lab inventory syringe to ensure there were no blockages. The catheter distal tip was then occluded and both extension lines were pressurized using a water-filled lab inventory syringe. A small leak was detected from the luer hub/lumen junction when the distal line was pressurized. No leaks were detected in the proximal line. A manual tug test confirmed both extension lines were fully secured within the luer hubs. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The distal extension line contained one small hole adjacent to the luer hub. A device history record review was performed with no relevant findings. Due to a rising trend of extension line leaks, a CAPA has been initiated to further investigate. The root cause has been determined to be manufacturing-assembly related.

Event description:
The customer reports: PICC was inserted on (B)(6) 2019. Patient came into hospital with mrsa and noro virus. During treatment on (B)(6) the catheter began leaking where the clear tubing meets the pink injection port. A new PICC was inserted.